Event description:
It was reported that the customer had low blood glucose and the paramedics were called to her house. It was stated that the customer's glucose level was in the 30's mg/dl, had seizures, and bit his tongue. The caller stated that the customer was given glucagon and by the time the paramedics arrived, his glucose level went up. The mother stated that she believes the insulin pump was not capturing all the boluses the customer have been programmed. Troubleshooting was performed. Had the caller to deliver a bolus and it was recorded in the bolus history. The mother stated that the doctor mentioned that there was some data missing, but she is unsure what is missing. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.